Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number: (B)(6). A stryker service representative performed an evaluation of the customer¿s device and observed that the customer's device would skip a sentence when emitting audio prompts. It was concluded that the device could not be repaired. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would skip a sentence when emitting audio prompts. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the customer's device and was able to verify the reported issue. The cause of the reported issue was determined to be corrupted audio binary files. The customer's device was archived by stryker.

Event description:
A customer contacted stryker to report a non critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would skip a sentence when emitting audio prompts. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.